Manufacturer narrative:
Initial and final MDR 1912259 - MDR 3003442380-2024-14078 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 04-june-2024, the patient experienced issue with two infusion sets were fell off during use. The area of insertion was cleaned and air-dried. The blood glucose level was 120 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.